Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. On the same day as the event onset, the patient was hospitalized for the event. Also that same day, the patient started treatment with intraperitoneal amikacin (250mg in first and fourth bag; duration not reported), injection zocef (750mg twice a day; route and duration not reported), and injection tobrosol diluted in 100ml ns (normal saline) (4.5g daily; route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, amikacin, zocef and tobrosol remained ongoing and the patient is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.